Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to diabetic ketoacidosis. The customer¿s blood glucose levels were 293 mg/dl and 279 mg/dl. The customer reported that they were treated with insulin pump, needle, fluid through an intravenous and morphine. The customer reported that the experienced excessive sweat. It was not mentioned whether auto mode was active at the time of call. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.